Manufacturer narrative:
Root cause determination is pending completion of an investigation.

Event description:
User reported that the device was not cooling appropriately even after troubleshooting. There was no patient harm.

Manufacturer narrative:
Investigation confirmed reported issue. Based on the investigation, the root cause is suspected to be a mechanical fault with the valve, causing high pressure which prevented the unit from stabilizing at low temperatures.

Event description:
User reported that the device was not cooling appropriately even after troubleshooting. There was no patient harm.